Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. An xtw clip was prepared per the instructions for use (IFU) an inserted without issues. However, while in the valve, it was difficult to confirm whether the gripper on the anterior side was completely lowered. Therefore, the grippers were attempted to be raised. No movement of the gripper was seen. Since leaflet insertion was good and mr had reduced to a grade of 2, the clip was deployed. There were no adverse patient effects and no clinically significant delay in the procedure.